Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dent in jacket, light cable break and stripes in image. The issue was fund at an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failures were partially confirmed. The light cable was confirmed to be broken, and there were stripes founds in the image. However, the reported dent in the jacket was not confirmed. Additional reportable malfunctions were found during device evaluation, where the light transmission was lost/too low due to a broken light guide bundle of the video cable section, and stripes in images due to the broken video cable. Based on the results of the investigation, the root cause of the reported malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.